Event description:
Customer reported being hospitalized for low blood glucose levels. Customer stated that set was connected to his body while priming pump. The importance of disconnecting during priming was explained to customer. Family member called back to report that pump would not rewind.